Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using (B)(4). Three months post-op, the patient developed ectopic bone growth within the medular channel. No patient symptoms were reported.

Manufacturer narrative:
Review of radiographic images show pedicle screw instrumentation at l4-5 and two anterior circular metallic fenestrated implants do not extent beyond their respective reasonable positioning,. There maybe areas of decreased calcification, very localized, on both sides of the disc space perhaps in contact with the two anterior fenestrated implants at each level. The anterior implants may have settled into the supra- and sub- jacent endplates somewhat. More immediate post-op films show 5mm or more interbody space. Osseous healing, anteriorly, has likely occurred, partially or completely, based on coronal CT films at l4-5. Posterolateral osseous healing is incomplete on this same set of CT films.